Event description:
It was initially reported that the saw was blocked into the locking system of the universal oscillating saw attachment. During device evaluation it was observed that the pin was broken. There was no pt harm and no surgery delay.

Manufacturer narrative:
Oscillating saw attachment serial number # (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that the blade was stuck due to the pin g101652. After disassemble, the pin # 020322 was broken. The oscillating saw attachment sn # (B)(4) was not repaired and another oscillating saw attachment (sn # (B)(4)) was returned to the customer. The product has been returned to the customer.